Event description:
It was reported that following an electrophysiology study being done on the patient that the electrogram data on the device was not able to be reviewed. Also the diagnostic data for accessing ventricular high rates was could not be accessed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.